Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (d361166), a new left bundle branch block (lbbb) was identified. The two hour and twenty-four hour electrocardiograms (ECG) showed a sinus rhythm with sinus arrhythmia and premature atrial complexes. No treatment was reported. No adverse patient effects were reported. Additional information received indicated that six months and 27 days following the implant of the valve, the patient had increased nausea, edema, and exercise intolerance that could have been partially due to arrhythmia, amiodarone, or exacerbation of tricuspid regurgitation. Edema was noted in the legs. Nausea began when amiodarone was started. The amiodarone dosage decreased, and some improvement was noted. ECG showed atrial fibrillation (afib) with rapid ventricular response (rvr) up to 102 beats per minute (bpm) and low-voltage qrs. ECG five days later showed sinus rhythm with 1st degree atrio-ventricular (av) block. Cardioversion was scheduled. A weight gain of 1-2 pounds per day was observed. Fatigue when walking long distances occurred with edematous and tense legs up to the thigh. No change in diet, no chest pain, and no orthopnea occurred. Per the physician, the event was not related to the valve or the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop2329us}; product lot/serial number {(B)(6)}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evprop2329us}; product lot/serial number {(B)(6)}; product type: {compression loading system (cls)}; implant date {na}; explant date {na} this regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.